Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2119149: (B)(4) items manufactured and released on 3-mar-2022. Expiration date: 2027-feb-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month and 1 week after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Follow up reason: on 21 june 2023, during controls for complaint closure, an error in the batch review was noted. Batch review performed on 21 june 2023. Gmk-sphere 02.12.e0410fr tibial insert fixed sphere flex size 4/10 mm r e-cross lot 2119149: 50 items manufactured and released on 3-mar-2022. Expiration date: 2027-feb-16. No anomalies found related to the problem. To date, 49 items of the same lot have been sold with 1 similar reported event during the period of review.